Event description:
The customer obtained falsely high troponin I results on a pt sample. Elevated results of this magnitude might initiate a cardiac catherization. The pt was offerred treatment, but refused. There was no report of pt harm as a result of this event.